Event description:
It was reported that on (B)(6) 2011, the pump drug concentration was changed to 2000 mcg/ml at 96 mcg/day. On (B)(6) 2011 it was reported the pt experienced an overdose and that 96 mcg/day was "too much." Troubleshooting options, including turning the pump to minimum rate, were considered. The hcp would provide oral baclofen to the pt until the 500 mcg/ml drug concentration could be obtained. The drug used in the pump at the time of the event was baclofen. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).